Event description:
It was reported during in clinic follow up that the pacemaker's diagnostic data was unable to be read. The device remained implanted and will continue to be monitored. The patient was stable and asymptomatic.